Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter noted that there was moisture behind the display screen. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: a review of the black box indicated data ranges from 01/07/2017 20:23 to 01/13/2017 05:06. The data indicated that the pump was not in use on the complaint date. Multiple unexplained power on resets were observed in the current black box data. The returned battery cap and a test battery cap were both able to secure to the pump properly. The pump powered on normally and was exercised for 24 hours with no power interruptions occurring. There was no moisture visible prior to opening the pump casing, however leak testing revealed a display lens leak. The pump casing was opened, revealing evidence of moisture on the transceiver board and force sensor plate. There was no damage observed to the power circuit. The complaint of a power issue could not be confirmed or duplicated on investigation. (B)(4).